Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented for a routine follow up. The pulse generator could not be interrogated. The patient was discharged. No intervention or patient symptoms were reported.